Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2012 utilizing an acetabular shell with locking ring. During the procedure, after the acetabular shell was implanted, the locking ring was discovered to have come out. The acetabular shell and locking ring were removed and replaced. There was no injury to the patient or delay to the procedure as a result.

Manufacturer narrative:
Other - evaluation of the returned component found it to be within specification.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA.